Manufacturer narrative:
Investigation is ongoing. Remains implanted.

Event description:
As reported through the japanese tavi registry, a 20mm sapien 3 valve was transfemorally deployed in the aortic annulus. Increased pressure gradient and decreased leaflet motion were observed. The exact occurrence date was unknown (not reported). As per follow up, the pressure gradient did not increase over time; there was an increase in pressure gradient immediately after surgery. Day after tavr: flow velocity for the aortic valve was reported as 3.9 m/s, mean pressure gradient (mpg) 32 mmhg. One month after tavr: flow velocity 4.1 m/s, mpg 31 mmhg. Six months after tavr: flow velocity 4.5 m/s, mpg 53.5. One year after tavr: flow velocity 4.3 m/s, mpg unknown. The patient then passed away approximately 1 year and 1 month post tavr. The cause of death was unknown. It was a sudden death. Additional information regarding the reported events is not forthcoming. There was no allegation that the patient-s demise was related to the device.

Manufacturer narrative:
Corrections: d4, h4. A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h10 has been updated. The device was not returned to edwards lifesciences for evaluation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this event is not required at this time. The complaints increased gradients and leaflet motion restricted in patient were unable to be confirmed due to the unavailability of relevant imagery and medical records . A review of the DHR did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the IFU and training manuals revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, -a 20mm sapien 3 valve was transfemorally deployed in the aortic annulus. Increased pressure gradient and decreased leaflet motion were observed. The exact occurrence date was unknown (not reported)-, and -the pressure gradient did not increase over time; there was an increase in pressure gradient immediately after surgery. Day after tavr: flow velocity 3.9, mean pressure gradient (mpg) 32. One month after tavr: flow velocity 4.1, mean pressure gradient (mpg) 31. Six months after tavr: flow velocity 4.5, mean pressure gradient (mpg) 53.5. One year after tavr: flow velocity 4.3, mean pressure gradient (mpg) unknown". Post-implantation - increased gradients: it is normal to have a small gradient across a prosthetic valve after implant. If elevated, it may indicate obstructed flow across the valve. An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular stenosis or procedural factors such as under-expanded valve of patient prosthesis mismatch additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to thrombosis or early valve degeneration. If an increase in gradients is mild, it will not require intervention and will be followed with serial echocardiography. If significant and results in symptoms, it may require intervention. Due to insufficient information, a definitive root cause was unable to be determined at this time. Leaflet motion restricted - in patient: leaflet motion restriction which develops progressively over time can be due to several issues including patient-related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Leaflet motion restriction may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with the functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Due to insufficient information, a definitive root cause was unable to be determined at this time. No manufacturing nonconformances were identified during evaluation. A definitive root cause is unable to be determined. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor pra is required at this time.